Event description:
It was reported that intermittently insulin drips were not observed to be exiting the tubing during the load fill process. There was no adverse impact to the customer¿s blood glucose level. Reportedly, multiple cartridge changes were performed to address the issue and insulin delivery was resumed.